Event description:
Type of procedure: cholecystectomy. Event description: the device doesn't work. Clip doesn't charge. Additional information received from applied medical representative via email on 19jun25: the customer just said the device doesn¿t work. The trigger could be easily and completely actuated. The incident was initially observed when the first clip was loaded. It did not occur again. Patient status: no patient injury indicated. Patient is doing well. Intervention: used another ca500.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: cholecystectomy event description: the device doesn't work. Clip doesn't charge. Additional information received from applied medical representative via email on 19jun25: the customer just said the device doesn¿t work. The trigger could be easily and completely actuated. The incident was initially observed when the first clip was loaded. It did not occur again. Patient status: no patient injury indicated. Patient is doing well. Intervention: used another ca500.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. In addition to a historical trend analysis and review of the production records performed as part of this investigation, applied medical continues to monitor its vigilance system for trends and, if applicable, will take appropriate actions.

Event description:
Type of procedure: cholecystectomy. Event description: the device doesn't work. Clip doesn't charge. Additional information received from applied medical representative via email on 19jun25: the customer just said the device doesn¿t work. The trigger could be easily and completely actuated. The incident was initially observed when the first clip was loaded. It did not occur again. Patient status: no patient injury indicated. Patient is doing well. Intervention: used another ca500.